Manufacturer narrative:
Qn # (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become severely misaligned at the front of the cover block. Functional testing resulted in two staples coming out at once, one fully formed, the other not. Testing after that could not be performed as the stapler had become fully jammed. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73f2300576 was manufactured on 06/19/2023 a total of (B)(4) pieces. Lot was released on 06/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jamming) during use on patient". No patient harm or injury. The patient status is reported as "fine".